Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, exposing the ipg. Physician prescribed antibiotics. Physician brought the patient into the operating room two days later, and upon surgical exploration, it was observed that the ipg had eroded through the wound. Physician performed a washout procedure, placed the ipg in a tyrx pouch, re-sutured, and closed.

Event description:
Correction to ¿medwatch section d - suspect medical device and implant date¿ under MDR report #3007666314-2026-00965. An incorrect serial number and implant date were entered.